Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and was unable to duplicate the customer reported malfunction. The ventilator passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that, during patient use, a ventilator display became blank. Additional information has been requested regarding the patient being transferred to another ventilator. There was no report of serious injury or death associated with this event.